Manufacturer narrative:
H.6. Investigation: six photos were returned from lot. No. 9015918, cat. No. 320559. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample in the returned photo was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that medication wouldn't come out of the pen ndl 32g 4mm pro 14 bag 700 case jpx during the priming process. This occurred with 3 different needles. The following information was provided by the initial reporter, translated from japanese to english: "during air purge, drug didn't come out from 3 pen needles."

Event description:
It was reported that medication wouldn't come out of the pen ndl 32g 4mm pro 14 bag 700 case jpx during the priming process. This occurred with 3 different needles. The following information was provided by the initial reporter, translated from japanese to english: "during air purge, drug didn't come out from 3 pen needles."

Manufacturer narrative:
Correction: the lot number has been provided. The following fields have been updated: d.2. Medical device lot#: 9015918. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2019-01-15.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medication wouldn't come out of the pen ndl 32 g 4 mm pro 14 bag 700 case jpx during the priming process. This occurred with 3 different needles. The following information was provided by the initial reporter, translated from (B)(6) to english: "during air purge, drug didn't come out from 3 pen needles."